Manufacturer narrative:
No sample was returned for eval. The sample was retained by the reporting facility. Internal rejects records for the past 24 months were reviewed and those records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standards for surgical drains. ((B) (4)) as a finished good, qa performs visual inspections for cuts or tears on the surface of the drain. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: do not puncture or perforate the drain. Avoid suturing through drain to minimize the possibility of breakage. Drain should lie flat and in line with the skin exit path. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage during/after removal. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Drain breakage may require surgical removal. (B) (4). Corrections/additions made to user facility info are on this report, the manufacturer's report. Additional info from the user facility report: silicone evacuator kit. J p drain.

Event description:
It was reported that the drain broke off in the pt. Pt had liver resection on (B) (6) 2010 with placement of drain during surgery. On (B) (6) 2010 the drain was pulled and it broke, the flat perforated portion of the drain remained within the abdomen. Break occurred at the clear, round tubing attached to the drain, approximately 5mm from the drain. Retained piece of drain was removed via laparoscopic surgery on (B) (6) 2010. Per additional info provided by the facility on 02/15/10: during placement, no perforations were made in the drain. There was no binding or pinching of the drain inside the wound site. No x-rays were taken post surgical to verify placement. The drain was not sutured into place internally. When removing the drain the external skin suture was removed and the drain was pulled in the usual fashion.